Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up and ok buttons were responding intermittently to presses. The patient stated that the keypad was intact however the audio bolus button was found to be torn. The patient confirmed that the pump was not exposed to water and there was no known trauma to the pump. This report is made based on the allegation of the keypad response issue which was not resolved with troubleshooting.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: all of the keypad buttons were found to be intermittently responding to presses. The keypad was removed and contamination was observed under all of the button contacts.